Event description:
It was reported when using the bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "there was underfill with the tube. Collector found on the 4th of 3 tubes, if she pushed on the back end of the tube harder forcing it further down on the double ended needle and sheath, it filled."

Manufacturer narrative:
Investigation summary: bd did receive one photograph from the customer in support of this complaint. The attached photograph was evaluated and shows low draw volume level in the tubes. Additionally, 20 retained samples from the bd inventory were functionally tested and the issue of underfill was not observed. Bd was able to confirm customers indicated failure mode based on the photograph provided, however retained samples were satisfactory. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.